Event description:
It was reported via journal article that deaths occurred. The following event was obtained via a retrospective article following 54,903 procedures performed on patients who underwent a left atrial appendage (laa) closure procedure where watchman closure devices were implanted during the time frame of january 2016 through december 2019. It was reported the following occurred: procedure-related deaths.

Manufacturer narrative:
B2: death dates were not provided in the literature article. B3: literature date used as event date, as event dates are unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: gahona, c.t. Et al (jan 1, 2025). Percutaneous left atrial appendage occlusion and periprocedural outcomes trend in the united states: an insight from nationwide readmission database 2016-2019. Doi: 10.2139/ssrn.5212839.